Event description:
Mentor dropped me from their ¿large¿ (B)(6) survey group via email stating it was complete. I don¿t know the exact date but I¿m guessing 5 years into a 10 year study. I reported side effects that are getting increasingly worse. Extreme pain in my hips that causes me to limp. Extreme pain in both ankles. Neck pain that has resulted in weakness requiring physical therapy. Shoulder pain, fatigue, breast pain, brain fog, constant pain in my hands, tingling fingers, burning gums in my mouth, difficulty swallowing, decline in vision, silent migraines, dry eyes, heart palpitations, frequent urination, and cold hands and feet. The worst thing about this is, no doctors believe me because they¿ve been told breast implants were heavily studied and perfectly safe hardly any women reporting side effects. I believe their study was flawed and results were intentionally covered up. Strangely everything they test for comes out fine. I do not believe the correct tests are being offered or run by the doctors, because mentor is not wanting to educate the medical community on what tests need to be done.